Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that programmer interrogation of this pacemaker was unsuccessful. The health care professional (hcp) was advised to move EKG patches near the device, and attempt to establish telemetry by moving the programmer in concentric circles around the device. However, interrogation was still unsuccessful. A magnet was placed with a rate of 100 bpm. However, the presenting electrogram (egm) showed a rate of 67 bpm. It was noted, that this pacemaker had not been checked in 6-7 years. And the patient had lost their communicator. Further troubleshooting confirmed, that the programmer used was successful in interrogating other devices. This pacemaker remains implanted. And no adverse patient effects were reported. However, it was noted, the patient presented to the emergency room (ER), due to unrelated abdominal pain.